Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a chronic atrial lead issue where noise was consistently present was observed. No troubleshooting was attempted. The lead was capped and replaced on (B)(6) 2020 due to an insulation anomaly. The patient was fine throughout and after the procedure.